Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2023, it was observed that the expressew iii autocapture + suture passer device would not catch the sutures even with trying multiple times. During in-house engineering evaluation, it was determined that the upper jaw on the device was bent. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. E3: reporter is a j&j sales representative. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. Visual inspection reveled that the device shows noticeable marks of wear. Upon reviewing the upper jaw it was found bent, the lower jaw did not show structural anomalies as well as the rest of the device. Due to the device upper jaw condition, the functional test could not be performed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection findings, this complaint was confirmed. The possible root cause for the issue experienced by the customer can be related to the bent jaw which condition can be attributed to the hard and continuous use of the device, since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to damages on the upper jaw and consequently it could have caused the retention plate to not be captured as expected, as well as the sutures. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.